Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. The customer did not provide a lot number. Therefore, the device history record and complaint database could not be reviewed. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Eval: method: actual device not evaluated.

Event description:
The customer reported that the roller clamp is not stopping the flow. The customer further reported that this occurred approximately ten times. They state that if the tubing does not work they get another one until they find a functional tubing set. No further info was provided. No harm or injury was reported. This is one of ten reports for this complaint: 1721504-2011-00291, 00292, 00293, 00294, 00295, 00296, 00297, 00298, 00299.